Event description:
As reported by the user facility: reports there was an incident over the past weekend with a leaking y-site. This occurred with chemo medication, idarubicin.

Manufacturer narrative:
(B)(4). One used y-extension set, without the original packaging, was received for evaluation. The b. Braun y-extension set was connected to other unknown (n b. Braun manufactured) sets at both female adapter connectors. The y-extension set (with all of the connected unknown sets left intact) was subjected to an air pressure (leakage) test according to specification with acceptable results. The unknown sets were then removed from the b. Braun y-extension set. The y-extension set was retested for leakage according to specification with acceptable results. There were no leakages observed from any location on the set during the testing time frame. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.